Event description:
The hosp reported a basilar tip aneurysm with a wide, stalk like neck. The intended treatment was to partially coil, then employ a wide stent technique with a follow up coiling to complete. Once the partial coiling was complete, the device in question was prepared as indicated outside the sterile pt field, and then transferred to the sterile pt field, where the system was back loaded onto the exchange guidewire. The hosp reported that the packaged stabilizer for the device in question was not used; the neuroform3 stabilizer was used in its place. The system was inserted in the pt and tracked. More than adequate guidewire was placed to the target location. There were no incidents getting the device in question to the lesion. The stabilizer component (of the device in question) was advanced to the proximal end of the stent component (of the device in question). While holding the stabilizer in place, the user began to withdraw the stent microcatheter (device in question). The stent had not yet deployed although there was a marginal amount of stabilizer remaining. The user applied more force in an attempt to deploy the stent and fractured the stabilizer. The stabilizer and guidewire were removed from the pt while leaving the stent system in the pt. The user opened the neuroform3 system to remove the stabilizer from that system. The user could not advance the second stabilizer in the device in question. The device in question was removed from the pt. The hosp reported that another stent system was successfully delivered and that the pt had no complications.

Manufacturer narrative:
The device in question has been returned to boston scientific and is currently in process of evaluaiton. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.